Event description:
Two out of 4 fasteners dislodged outside the stomach, lodged in outer stomach lining. Pt experienced inflammation, nausea, fever resulting in the radiologist doing exploration. Caller indicates that the fasteners are designed to fall into stomach contents and pass through intestines. States that pt was severely compromised and they are not saying that the device in any way caused death. States it did not help that it took 3 days to find source of fever.